Event description:
Reportedly, on 4-august-2025, the monitor is stuck on orange light and the sim card is not connecting. Rebooting did not resolve the issue.

Manufacturer narrative:
- Upon receipt, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and communication was not possible. - the observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. - however, the first cause of this problem could not be fully identified, as the home monitor in question is permanently damaged. - this case is recorded for trending purposes.